Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would still alarm replace battery now after a replacement battery cap has been sent and after the previous troubleshooting was completed. Customer also mentioned that there is no low battery alert received prior to replace battery now alarm. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.